Event description:
Reporter indicated that during a software upgrade, the programming data failed to migrate to the new flashcard. Following the upgrade, the handheld screen became frozen. The handheld and the original flashcard were returned for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.